Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that episodes of non-sustained oversensing due to possible emi were observed. It was noted that the oversensing lead to inhibition of pacing for four seconds and that the patient was playing cards at the time of the episode. The pacer dependent patient was asymptomatic. The noise was not reproduced with isometrics or pocket manipulation. Device replacement was recommended.